Manufacturer narrative:
(B)(4). Section d4: lot number, expiration date, UDI details were not received from the customer section h4: device manufacturing details was not received from the customer section g4: no 510(k) number was included in section g4 of the report because the device is exempted from PMA pathway to regulatory approval. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We willprovide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in australia reported via a fisher & paykel healthcare (f&p) field representative that the tubing of a bc191-05 flexitrunk nasal tubing was torn during use. The healthcare facility further reported that the patient experienced a minor desaturation, with the spo2 levels below 90's and requiring fio2 up to 0.22. The flexitrunk nasal tubing, which was due for replacement on that day, was replaced to maintain the therapy. Patient condition stabilized upon replacement with a new flexitrunk nasal tubing. There were no further consequences reported.

Event description:
Healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the tubing of a bc191-05 flexitrunk nasal tubing was torn during use. The subject device was replaced with a new flexitrunk nasal tubing to maintain the therapy. The healthcare facility further reported that the patient had been experiencing minor desaturations, with the spo2 levels sometimes reaching below 90's and requiring 22% fio2. Patient condition stabilised upon replacing the device, and no further consequences were reported.

Manufacturer narrative:
(B)(4). Section d4: lot number, expiration date, UDI details were not received from the customer. Section h4: device manufacturing details was not received from the customer. Section g4: no 510(k) number was included in section g4 of the report because the device is exempted from PMA pathway to regulatory approval. Method: the subject device, bc191-05 flexitrunk nasal tubing was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photography provided by the healthcare facility, and our knowledge of the product. Results: upon evaluation of the provided photography, it was observed that one of the tubes was stretched and torn at the end that connects to the breathing circuit. This is consistent with tensile stress, which may occur if the tube is pulled or subjected to excessive force during use. Conclusion: we are unable to confirm the cause of the reported event. However, photography provided suggest the possibility that the tube was subjected to pulling or mechanical stress while in use. As part of the manufacturing process, each flexitrunk infant nasal tubing device undergoes visual inspection and leak testing. Devices that do not meet the specifications are rejected and not released for distribution. The user instructions which accompany the bc191-05 flexitrunk nasal tubing include the following: "handle with care. Use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement". "Disconnect the flexitrunk interface gently by twisting the connectors. Do not pull forcefully, as this may damage the tubing. Handle with care". Additionally, a caution insert is included in the packaging to remind the user to take extra care when handling the bc191-05 flexitrunk nasal tubing.

Event description:
A healthcare facility in australia reported via a fisher & paykel healthcare (f&p) field representative that the tubing of a bc191-05 flexitrunk nasal tubing was torn during use. The subject device was replaced with a new flexitrunk nasal tubing to maintain the therapy. The healthcare facility further reported that the patient had been experiencing minor desaturations, with the spo2 levels sometimes reaching below 90's and requiring 22% fio2. Patient condition stabilised upon replacing the device, and no further consequences were reported.

Manufacturer narrative:
(B)(6). Correction: section b5: updated the event description to reflect the country of event (australia). Section d4: lot number, expiration date, UDI details were not received from the customer section h4: device manufacturing details was not received from the customer section g4: no 510(k) number was included in section g4 of the report because the device is exempted from PMA pathway to regulatory approval. Method: the subject device, bc191-05 flexitrunk nasal tubing was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photography provided by the healthcare facility, and our knowledge of the product. Results: upon evaluation of the provided photography, it was observed that one of the tubes was stretched and torn at the end that connects to the breathing circuit. This is consistent with tensile stress, which may occur if the tube is pulled or subjected to excessive force during use. Conclusion: we are unable to confirm the cause of the reported event. However, photography provided suggest the possibility that the tube was subjected to pulling or mechanical stress while in use. As part of the manufacturing process, each flexitrunk infant nasal tubing device undergoes visual inspection and leak testing. Devices that do not meet the specifications are rejected and not released for distribution. The user instructions which accompany the bc191-05 flexitrunk nasal tubing include the following: - "handle with care. Use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." - "disconnect the flexitrunk interface gently by twisting the connectors. Do not pull forcefully, as this may damage the tubing. Handle with care" additionally, a caution insert is included in the packaging to remind the user to take extra care when handling the bc191-05 flexitrunk nasal tubing.